Event description:
During a laparoscopic colon procedure, while the scrub was attaching the housing, the device broke. The procedure was converted to an open procedure, but it was not due to the device issue. There was no patient consequence.